Event description:
Pt reported that, while trying to program a bolus, they found that the device's buttons would not respond. Pt stated that the s button, on the device was depressed, and they were unable to disengage the button. They indicated that this problem has occurred before. Pt's blood glucose was not affected and no treatment was received. At the time of the report, pt had switched to their back-up device.